Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button. The customer stated that it was possibly exposed to sweat since it was in her bra. Blood glucose value was 259 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer already has a new insulin pump to use.